Manufacturer narrative:
A ge service rep performed an on site investigation. The tube was replaced and the generator and filament calibrated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 had a fast stop activated error message displayed during a case. No pt injury was reported.